Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A cochlear malformation was confirmed before the initial implantation and the user_s hearing performance was not good after the initial surgery. In (B)(6) 2017, suddenly the user could not hear anything. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because reportedly the recipient lost all sound perception suddenly and diagnostic imaging before explantation revealed that the active electrode was in the internal auditory canal. A full insertion into the cochlea was reported at the time of implantation. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report.

Event description:
A cochlear malformation was confirmed before the initial implantation and the user_s hearing performance was not good after the initial surgery. In (B)(6) 2017, suddenly the user could not hear anything. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.